Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection, the leak was observed originating from the access pod. The reported condition was verified. The cause was due to a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment, an external blood leak was observed from the pressure sensor of a prismaflex st100 set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.